Event description:
Customer requesting rental replacment unit, will not hold map. Called ICU and spoke to ICU representative. According to ICU representative unit map began to fluctuate between 24 and 44 on its own, no changes to unit done prior to event. Could not get it to stop by adjusting upper alarm thumbwheel. Shut unit off, changed cap/diaphragms, unit would not pressurize. Changed rest of circuit, still would not pressurize. Went over common areas where leak would be, no leaks in circuit. Will authorize rental replacement. Pt following settings at time of incident: hz 4 delta p 63 it 33% map 37 upper alarm at 45 and lower alarm at 35. Pt switched to pcv. No pt compriomise.